Manufacturer narrative:
G4: 02oct2019; b4: 07oct2019. The customer confirmed that the issue was resolved, but they declined to provide repair details. If additional information is received, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported touchscreen failure. There was no patient involvement or user harm reported.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17sep2019.

Event description:
The customer reported touchscreen failure. There was no patient involvement or user harm reported.